Event description:
Caller reported a malfunction on the pump, identified by a code labeled malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, successfully assisted the caller with the process, and ensured the malfunction code did not recur. Customer was advised to continue using the pump.